Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage or defects. Functional testing involved leak testing. No leaks were detected during the investigation. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a cadd administration set. It was reported that infusion started at a low rate with no problems. Once the rate was increased to 120ml/hr, the tubing began leaking from the side filter. Patient outcome is unknown.